Event description:
Surgeon doing deep one procedure on pt cervix and the fischer cone biopsy excisor became damaged during the procedure and removed prompt. All parts are retrieved as an armed by the surgery scrub tech/circulator nurse no harm to pt.